Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. Data analysis: not informative for this investigation. The imc logs did not show any anomalies. Device analysis: the console ic3283 was sent to field service (fs) for further investigation. It was determined that the external optical connector dust cover was broken. Additionally, the console was tested with the pump and the purge cassette, and no problems were observed. Root cause: no issues were found related to the reported failure mode of the aic - cabling issue. The broken dust cover was most likely caused by user-related issues.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic)'s plug for the white cable was broken. The console was just transported back to them. This issue did not occur during patient support. There was no patient involvement.